Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that high-energy endo therapy accessories (laser, high-frequency cauterization treatment, etc.) Were used without ensuring sufficient distance from the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis lucera elite duodenovideoscope exhibited a burn on the forceps elevator. There was no patient involvement.